Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016, the patient was presented to the emergency room in unresponsive condition with respiratory distress. The patient slumped over in bed without the oxygen on and was also noted to have left side drooping and enlarged pupils at that time. Normally, the patient was non-verbal but was able to communicate with the family. The patient was in the end stages of amyotrophic lateral sclerosis (als). All systems were reviewed and were negative except shortness of breath and decreased activity level. Electrocardiogram revealed normal sinus rhythm with nonspecific st and t wave abnormality. The patient wished not to be intubated and did not want any extreme measures. Hence, the patient was on hospice care for the als. The patient expired and per death certificate, the cause of death was end stage als and autopsy was not performed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Promus element plus clinical study it was reported that the patient died. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, cardiac catheterization was recommended and patient was referred for percutaneous coronary intervention (pci). Subsequently, index procedure was performed. The target lesion was a de novo lesion located in the proximal rca with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 3.50x28mm promus element¿ plus stent, with 0% residual stenosis. The following day, the patient was discharged on clopidogrel. In (B)(6) 2016, the patient expired and the cause of death was unknown.